Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis. The report of the pyxis medstation es aux meds es 9s 1 pyxis drawer 1 6 failed and not able to recover was confirmed during fse testing and subsequently validated in the dchu testing process. The device was initially evaluated by the bd field service engineer (fse) according to (wo) (B)(4). It was found that all drawers were malfunctioning due to a failure in the full height drawer module board. After the board was replaced, the customer verified that the drawers were functioning correctly. A pyxibus cntrl module was received and after a microscope examination it was identified a burned component with carbon residue in the pcb (u300). No laboratory testing of the pyxibus cntrl module was required due to the thermal damage observed on component u300 identified during external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause. The root cause of the drawer 1 6fh failed issue was identified as a malfunction of the pcba fh cubie pmc due to thermal damage to component u300 resulting from an electrical failure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 failed and unable to recover. As per part investigation, it was determined that there was thermal damage observed on component u300. There were no delay, no adverse events or injuries reported based on this event.